Event description:
It was reported that foreign material was found on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. During preparation, the physician flushed the device and blue threads were flushed out. A different wds was used to successfully complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx delivery system with the implant in the sheath. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath. There was no other damage or defect found. Product analysis confirmed the reported event as a blue fiber was returned with the device.

Event description:
It was reported that foreign material was found on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. During preparation, the physician flushed the device and blue threads were flushed out. A different wds was used to successfully complete the procedure. There were no patient complications reported.

Event description:
It was reported that foreign material was found on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. During preparation, the physician flushed the device and blue threads were flushed out. A different wds was used to successfully complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx delivery system with the implant in the sheath. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath. There was no other damage or defect found. Product analysis confirmed the reported event as a blue fiber was returned with the device. Updated device analysis: the watchman flx delivery system was returned, and a device analysis was performed. The returned product consisted of a watchman flx delivery system with the implant in the sheath. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath. There was no other damage or defect found. In order to determine the nature of the foreign material (fm), fourier transform infrared (ftir) analysis was performed on the returned blue fiber. The fm most closely resembled cotton which is a known material found in numerous medical items used in procedures. Product analysis could not confirm the reported event as a blue fiber was returned outside the device, however no blue threads were found in the device.